Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for high blood glucose. Her blood glucose exceeded 600 mg/dl at the time of hospitalization; however, the hospital staff informed her that her blood glucose was 740 mg/dl. She was vomiting and could not keep any food down. She was hospitalized for three days. The hospital staff told her that the high blood glucose was caused by a virus. The customer declined transfer to the 24-hour product helpline. No products were returned or replaced.